Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -8.50/+3.50/77 (sphere/ cylinder/ axis) implantable collamer lens into the patient's right eye (od) on (B)(4) 2022. The patient experienced blurred vision. Then on (B)(6) 2022 the lens was explanted and it was noted "there is no plan to implant other lens". This resolved the problem. The cause of the event was reported as unknown.